Manufacturer narrative:
No report of patient involvement. A ge healthcare field engineer performed a system checkout and confirmed the customer allegation. The customer has removed the system from clinical use and will not have it repaired due to high cost.

Event description:
The hospital reported that during boot up, a message of "memory failure - press knob to continue" was displayed. When they pressed the knob the error returned. There was no patient involvement.